Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable pulse generator (ipg) exhibited atrial arrhythmia events falling in blanking/possible undersensing so atrial events are terminated when they are ongoing. The ipg remains in use. No patient complications have been reported as a result of this event.